Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.6 inr, qc 2: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result with a coaguchek xs pst meter compared to a laboratory analyzer with neoplastin reagent. The customer¿s meter result was 3.8 inr. At the same time, the customer¿s laboratory result was 2.6 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.